Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Log file analysis indicated contact force was lost during ablation and was not able to be regained during the log files, consistent with the reported contact force issue. The optical fibers met specifications when contact force was present and the recorded temperatures indicated cooling during rf ablation throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of an atrial fibrillation ablation procedure, a pericardial effusion was noted with no intervention required. During the procedure, contact force information was lost with the first catheter (8484130). The catheter was disconnected and reconnected from the tactisys which didn't resolve the issue. Another catheter was used to continue the procedure. At the end of the procedure, an echocardiogram was done which revealed a pericardial effusion. No intervention was required, and the patient is in stable condition.